Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the system had a resistance along the insertion axis on the universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the carriage range of motion. The customer stated that the carriage had an unsolicited lateral range of motion. The carriage was also able to move in depth as well when moved along this axis. The procedure was completed with no reported injury. Follow-up was performed to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a resistance along the insertion axis, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported complaint and found that the carriage was damaged. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm2 had resistance along the insertion axis and the fse replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The unit was tested on an in-house system and passed normal mode. In normal mode while back driving the unit and during the visual inspection, found the carriage loose with resistance along the insertion axis due to the nonconforming usm insertion linear rails. The unit went through testing on a pftp and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Usm insertion line bearing rail will be replaced as a fix to the reported problem. The complaint regarding insertion axis resistance was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.